Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 185 cm pt²¿ guide wire was advanced to cross the lesion. However, during procedure, the distal tip of the wire broke off. The detached tip was not removed and it was lodged in the distal right coronary artery (rca). The physician made the decision not retrieve the wire fragment. The procedure was completed with another of the same device. No patient complication were reported and patient's status was fine.